Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service indicates: 1688210105i. Sn: (B)(6) repair details: faults found: prism possibly damaged by a hit. Action taken: the equipment will not be repaired, only the evaluation will be done. Probable root cause: ch electrical failure. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the user was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the user was burned.